Event description:
Information received with return of the explanted device notes high capture thresholds and sensing anomalies. The patient had syncope with thresholds at 4.0v, 1.5ms. Also noted was that the patient may have had an apical rv chronic perforation.